Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that cartridge alarm 31 occurred during the loading process and a cartridge alarm 5 occurred during basal delivery. Reportedly, the customer had followed the prompts when loading the cartridge and had not overfilled the cartridge. Blood glucose was 176 mg/dl. Customer reverted to using manual injections for insulin delivery.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged alarm 5 could not be verified. The alleged alarm 31 was verified.